Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been experiencing low blood glucose levels. The customer stated, that prior to going to bed, their blood glucose was 186 mg/dl, but they woke up almost in a coma. They had two liquid glucose and some cake icing, after which their blood glucose increased to 282. At the time of the phone call the customer's blood glucose was 200 mg/dl. Upon inspection it was discovered that the drive support cap of the insulin pump was loose. The reservoir showed the same amount of insulin as it was displayed on the status screen of the device. The insulin pump passed the displacement test. The week prior to the phone call, the customer's basal rates were changed from 12 to 14. The customer declined troubleshooting for the low blood glucose. They were advised to monitor the insulin pump. Nothing further was reported.